Manufacturer narrative:
Medical device expiration date : unknown. Medical device manufacture date : unknown. Investigation summary : exec summary - no samples (including photos) were returned therefore bd was not able to duplicate or confirm the customer¿s indicated failure and the root cause is undetermined. Unable to perform complaint lot history check owing to an unknown lot number for this event. CAPA/sa - based on the above investigation no additional investigation and no corrective or preventative action (CAPA) or situational analysis (sa) are required at this time. DHR review - no DHR review can be carried out as the lot number is unknown.

Event description:
It was reported that 1 bd insulin syringe with the bd ultra fine¿needle cannula broke off. The following information was provided by the initial reporter : the customer reported that the needle was broken.